Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported events of catheter shaft tears/rips/holes/sep dev matrl and catheter difficult to advance were confirmed. Visual inspection found that the shaft was kinked/accordioned. The investigation concluded that the problem may have been related to an inspection or verification by the supplier during the manufacturing process. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at post market quality assurance laboratory, the intellamap orion catheter was visually inspected, and the shaft was found kinked/accordioned. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the intellamap orion catheter risk documentation was completed and confirmed that the events of catheter shaft tears/rips/holes/sep dev matrl and catheter difficult to advance were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of manufacturing deficiency, as the problem may have been related to an inspection or verification by the supplier during the manufacturing process.

Event description:
It was reported that an insulation damage was observed near the proximal part of the catheter. During a procedure, an intellamap orion catheter was used. When reinserting the device for post-mapping after pulsed field ablation (pfa), the inserter was advanced; however, an insulation damage was observed near the proximal part of the catheter, and the catheter could not be inserted into the inserter. Another of the same device was used, and the procedure was successfully completed with no patient complications. The device has been received and analyzed.

Event description:
It was reported that an insulation damage was observed near the proximal part of the catheter. During a procedure, an intellamap orion catheter was used. When reinserting the device for post-mapping after pulsed field ablation (pfa), the inserter was advanced; however, an insulation damage was observed near the proximal part of the catheter, and the catheter could not be inserted into the inserter. Another of the same device was used, and the procedure was successfully completed with no patient complications. The device has been received, pending analysis.

Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.